Event description:
Cna (certified nurse aide) was taking tympanic temperature when patient jerked her ear away complaining that the thermometer was very hot. Do not have device serial number, lot number, or manufacturer number.